Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Internal inspection found no discrepanceis. The device was recertified and returned to the customer. Review of the device activity log showed advisory messages related to a depleted battery. The returned battery was found to be manufactured in 2016 and was fully depleted. The battery was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device delayed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.